Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the knives are not smooth when incising the anterior capsule; however the attached video shows a knife that appears to encounter resistance during incision. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The attached video shows a knife that appears to encounter resistance during incision; however since a sample was not returned the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that multiple ophthalmic knives were coarse when incising the anterior capsule during surgery. There was no report of harm to any patient. Additional information received clarified that the knives needed an extra cut into the anterior capsule as the knives were not smooth enough when performing the incision.